Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr 4.0 x 32mm stent delivery system (sds) was returned for analysis. The stent was not returned with the device as it was dislodged inside the body. The balloon cones were reviewed and no issues were noted. The balloon wings were evenly folded. The balloon did not appear to be subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 3cm distal of the hypotube bond. Damage was noted 5-9mm proximal of proximal bond; the extrusion was kinked and stretched. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed signs of damage. The type of damage evident is consistent with resistance being encountered during advancement of the device through severely tortuous and calcified lesions. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified ostial to mid right coronary artery (rca). After pre-dilatation with a 2.0x15 emerge balloon catheter, a 4.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, the stent strut was caught on the calcification when trying to pass and the stent migrated. The stent was not removed and was treated with superimposing curved balloon. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified ostial to mid right coronary artery (rca). After pre-dilatation with a 2.0x15 emerge balloon catheter, a 4.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, the stent strut was caught on the calcification when trying to pass and the stent migrated. The stent was not removed and was treated with superimposing curved balloon. No patient complications were reported.